Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The consumer reported the implantable neurostimulator (ins) never worked right. The trial went very well, but following the implant, the trial lead and implant lead were different. One was a paddle and one was a strip and the patient was not sure which he was implanted with. Even after multiple reprogramming attempts, it was never set right. When the patient turned the stimulation up high enough to relieve his pain, the stimulation would make his muscles twitch in his ribs. This was so annoying that the patient stopped using the ins therapy several years prior to the report. It was noted the patient requested an explant from doctors who did not work with the therapy, and they told the patient it was elective and must stay in. There were therapy side effects of twitching in the ribs since implant. Relevant medical history included lumbar radiculopathy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.